Event description:
During preventative maintenance (pm) conducted by a field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a damaged mains cable insulation and cover plate. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: at this time, repairs are ongoing. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced reel, ac power cord, label, transport unlock, panel,ac line to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.